Event description:
It was reported that one of the patient's leads was fractured and the patient was experiencing shocking sensations when their system was turned off. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg was explanted and replaced to address the issue. Investigation was unable to determine which lead was fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7252280 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b correction: the device explant date was corrected.